Manufacturer narrative:
(B)(4). The product is not available for inspection. The 80 cm. Powerflex pro 6 mm. X 4 cm. Balloon catheter (bc) ruptured prior to raising the pressure. The product was removed from the patient. Another same size powerflex pro bc was used. It is unknown how the procedure completed. There was no reported patient injury. The target lesion was the iliac artery. The lesion was reported to be: a 95% stenosis, not calcified and mildly tortuous. Additional information received indicated that the procedure was able to be completed successfully although details were not provided. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. An unknown indeflator was used for the procedure. The following information was reported to be unknown: how was the balloon burst/rupture noted (by leakage of contrast, etc.); how much pressure was used when the balloon rupture was noted; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17188251 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild tortuosity and a rate of stenosis of 95% may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this product.

Event description:
As reported, the 80 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) ruptured prior to raising the pressure. The product was removed from the patient. Another same size powerflexpro bc was used. It is unknown how the procedure completed. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the iliac artery. The lesion was reported to be: a 95% stenosis, not calcified and mildly tortuous. Additional information received indicated that the procedure was able to be completed successfully, details were not provided. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. An unknown indeflator was used for the procedure. The following information was reported to be unknown: how was the balloon burst/rupture noted (by leakage of contrast, etc.); how much pressure was used when the balloon rupture was noted; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc. No additional information is available.